Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced the force sensor boar, and both iui. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the failed force sensor. A review of the device history record for sn (B)(4) was performed from 15may2018 to 24aug2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed spring force sensor calibration. There was no patient involvement.